Event description:
Information received from the field does not address the patient's clinical status but notes oversensing and lead fracture. Lead impedance was in the 300 ohms range. Subsequently, the device was replaced.